Event description:
It was reported that a patient underwent a midline laparotomy on (B)(6) 2011 and suture was used for continuous abdominal fascial closure. The patient developed wound healing disorder after infected hematoma with intact fascia. On (B)(6) 2011, the patient underwent wound debridement and vac - sponge therapy. At postoperative visit number four, a change of dressing to alginat/biatin was possible. Currently, the patient is stable and the wound is clean.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture.